Event description:
The users hearing performance with the device is affected. The users family reported a fall that resulted in a trauma to the head on the left side. The recipient was reimplanted on (B)(6) 2021. This report refers to 9710014-2020-00283. For further information please refer to this report.